Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The evaluator observed burn damage on the radio board, which was determined to be the cause of the reported problem. The device was found unserviceable due to the damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery b/g, burn damage was observed on the radio board. No additional information is available.